Manufacturer narrative:
Initial and final MDR (B)(4). - device 4 of 6. E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 12-jun-2024, it was reported that patient faced six infusion set adhesive issue since january-2024. Patient reported that 6 out of 10 sets did not last a day. No further information available.